Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, a dislodgement was suspected on the left ventricular (lv) lead. Diagnostic imaging was performed confirming the lv lead dislodgement. Device reprogramming was carried out to deactivate the lv lead. The lv lead has since been capped and replaced to resolve the event. The patient was stable with no consequences.